Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl, 300 mg/dl to 400 mg/dl, 415 mg/dl, 66 mg/dl, 59 mg/dl. The customer was treated with mini snickers and liquid glycerin for high blood glucose. Customer reported they offered to troubleshooting for high and low blood glucose stated they went to health care professional. Customer stated insulin pump had no delivery alarm. The device will not be returned for analysis.